Event description:
It was reported the lock tab on the atrial side of the cable plug-in for pacer is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the atrial output connector lock was broken off. It was noted that the upper and lower case halves were broken, one bail cover was broken, the ring cover was contaminated, one printed circuit board flex was creased, and the battery contacts were compressed. (B)(4).